Event description:
The customer observed false positive alinity I total b-hcg results for two patients. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6), 28-year-old female, initial result, on (B)(6) 2025, was 93.58, repeat results, on (B)(6) 2025, were <1.10 miu/ml, which was measured multiple times with the same result sample ID (B)(6), 28-year-old female, initial result, on (B)(6) 2025, was 4.32, repeat result, on (B)(6) 2025, were 42.83 and <1.10 miu/ml, which was measured multiple times with the same result. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2026-00013-00 under a different suspect device. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting false positive alinity I total b-hcg results on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr performed multiple troubleshooting procedures; however, a single definitive likely cause for the discrepant result was not found. The alinity I processing module, serial number (B)(6), was considered the likely cause of the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.